Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver not powering on after charging. Functional tests were not performed due to the receiver not powering on after charging. An internal visual inspection was performed and failed due to moisture damage and the lcd was burnt. Pictures were taken. The receiver log was not downloaded and reviewed due to the receiver not powering on after charging. The allegation was confirmed. The probable cause was determined to be a damaged lcd screen. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.